Event description:
Patient called stating she was experiencing moderate irritation due to the adhesive from the device. Patient's skin was very red where the device was. The patient was advised to remove the device. FDA safety report ID # (B)(4).